Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the battery and the battery performed to specification. Review of the battery log showed the battery was in use for over 1,200 minutes. This is normal operation of the battery and device. The device logs were not available to review as part of this investigation. No trend is associated with reports of this type.